Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney alleged that the device was defective but did not allege a specific device failure and no medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2013 - the patient had unspecified injuries related to a defect in the perfix plug and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
As previously reported on (B)(6) 2018: the following was alleged by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2013 - the patient had unspecified injuries related to a defect in the perfix plug and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum based on patient's legal claim: on (B)(6) 2011 the patient underwent surgery for implant of an unspecified perfix plug. On (B)(6) 2012 and (B)(6) 2013 the patient allegedly experienced unspecified injuries related to a defect in the perfix plug and underwent revision surgery.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent due to additional information provided by the patient's attorney. At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted.